Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the ge service provider had already replaced the host pc with a sourced unit. The customer had difficulty obtaining the new pc¿s mac address and updating the license file. The fse identified the new host pc¿s mac address using the command prompt. To resolve the issue, the fse generated a new host pc license file that includes this new pc's mac address and uploaded the license file successfully as all user features/functionality was restored. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot despite multiple attempts. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.